Event description:
It was reported that there was broken insulation on the cord of the radio frequency (rf) head. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) damaged insulation on the rf (radio frequency) head cable.